Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient heard the device emitting tones. An interrogation of the device revealed that it had declared elective replacement indicator (eri). The device was successfully replaced with another boston scientific device, and returned for analysis. No adverse patient effects were reported as a result of these observations.